Event description:
Unomedical reference number (B)(4) event occurred in spain on 10 apr 2024, it was reported that the insulin flow blocked alarm due to the infusion set cannula. Insertion site was abdomen and the set was in use for less than an hour. No further information available.